Event description:
During surgical procedure, the cautery button remained depressed and noted to be defective. The device was sequestered. This is the third or fourth of these events that have occurred recently in our operating room. We had a team meeting with conmed representatives on friday [redacted date]. The following action plans were put in place. All current products were removed from inventory, and we were shipped new product replacement with pro and ultra models plp4520. Conmed representative is available on site for reeducation for our or team. All esu units were checked and in good working condition were returned to service. We are working with manufacturer field representative in returning affected product for their investigation. They will report back findings.